Manufacturer narrative:
Investigation in-progress.

Event description:
Customer reported that the brown residue on the inside of the barrel of this syringe.

Manufacturer narrative:
Based on the review of device history file, no abnormalities were found. In the customer sample, a brown substance was observed on the plunger, but not inside the barrel. The red/brown stains are likely due to lubricating oil used in the injection molding machinery. It is suspected that, during the molding process, the plastic component met the oil on the machine during mold detachment. This is considered an isolated incident. As a preventive measure, the manufacturing partner has implemented the use of plastic film near the injection molding machine to prevent contact between the components and machine surfaces during mold release, thereby reducing the risk of recurrence. Additionally, our risk evaluation, conducted in accordance with iso 14971, indicates that the residual risk associated with this failure mode is low. Therefore, the residual risk related to this complaint is deemed acceptable based on the calculated risk priority number. This assessment is supported by our trend analysis and risk management documentation, which are regularly reviewed and updated as part of our post-market surveillance activities. Sol-millennium remains committed to product quality and customer satisfaction. We will continue to monitor this product category for any trends or recurring issues and will take appropriate action should new information become available.